Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e1: the reporters complete facility address was not provided. Investigation summary: the complaint device was returned to depuy synthes for physical evaluation. Visual inspection of the returned device found that the device comes in used condition. The active tip shows activation marks. The device was connected to a test generator. Output shorted error was displayed. The device will be sent to the manufacturer for further analysis. Manufacturing investigation results for vapr s90 4.0mm w/integr hdp -ea: the device was not received in original packaging, carton only. Tip components condition is used significantly, tissue debris inside the active tip and around the ceramic. Cracked ceramic. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misuse. Procedural residue visible in suction tube. Electrical checks: the device failed the hipot active- return parameter. Functional checks: the device failed the footswitch activation on the ablate function, output short and sparks. During testing, we were able to confirm a fault with the device. The complaint device failed electrical checks. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.

Event description:
It was reported that during evaluation of the device, it was determined that the vapr s90 4.0mm w/integr hdp device had sparks arcs. It was initially reported that the device blade was unable to ablate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.